Event description:
Began using philips dreamstation CPAP (continuous positive airway pressure) in 2018. Suffers from asthma, rashes, shortness of breath, migraines, blurry vision, chest pain and heart palpitations since using the machine. Diagnosed with a-fib in late 2018.